Event description:
Related manufacturer reference number: 1627487-2024-07568. It was reported that following several falls, the patient experienced undesired nerve stimulation. Diagnostics revealed high impedances on both leads. As a result, surgical intervention may be undertaken.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue.